Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) revealed the battery had reduced capacity due to an overd ischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. An MRI was needed of the patient¿s cervical, thoracic, and lumbar spine. It was unknown if the procedure was due to a problem with the device/therapy. The patient told the hcp that their implantable neurostimulator (ins) was not working and it was going to be replaced. The patient did not have their patient programmer with them. It was noted that the patient had an MRI in (B)(6) 2015. No other information was provided as the caller did not have time to provide information. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician via a patient on (B)(6) 2017. The patient needed a c/l spine scan. It was unknown if the MRI was to diagnose an issue with the implant or the therapy. There were no patient symptoms mentioned. The patient noted having an overdischarge six months ago in (B)(6) 2016 and another four months ago in (B)(6) 2016. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-may-24. Sometime beginning in 2017 they were unable to charge the battery. The rep was told by the patient that they let their battery die. They saw a different rep who could not trickle charge. They think it may have happened another couple of times, but they could not recall exactly. The cause of the issue was due to patient compliance. The rep noted that all previous interactions with the patient were through a different rep. The rep assumed that the rep attempted to trickle charge several times. The patient had their battery replaced. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. The implantable neurostimulator (ins) was returned for analysis on 2017-may-30. No further complications were reported/are anticipated.